Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group deutschland. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group deutschland manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group deutschland. Sorin group deutschland (B)(4) received a report that the pump for patient circuit 1 of the sorin heater-cooler system 3t was not working. There is no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland (B)(6) received a report that the pump for patient circuit 1 of the sorin heater-cooler system 3t was not working. There is no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the noise issue but was unable to reproduce the error code. Due to loud running noise, the patient and cardioplegia bridges were replaced. Subsequent functional testing was passed without further issue and the unit was returned to service. An exact root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.